Event description:
Fractured after one week in patient mouth. No patient injury.

Manufacturer narrative:
Recall #z-1215-2014.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem (B)(4) and evaluation conclusion: design deficiency (B)(4).